Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the physician experienced difficulty in withdrawing the retriever. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that the physician experienced difficulty in withdrawing the retriever. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Device evaluated by mfg ¿updated. Summary attached - updated. Product available to stryker ¿ updated. Returned to manufacturer on ¿updated. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that there were no anomalies noted with the insertion tool, struts, solder joint, coil or the retriever section. The microcatheter was filled with procedural fluid and after flushing with water, no anomalies were noted. During functional testing, the microcatheter was flushed and there was no issues noted during insertion through demonstration insertion tool and microcatheter. The reported difficulty to withdraw retriever could not be confirmed during analysis. The device was confirmed to be in good condition prior to use. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the physician experienced difficulty in withdrawing the retriever. There were no reported clinical consequences to the patient.